Manufacturer narrative:
Upon receipt, the battery status eri was confirmed. This is not an anticipated battery condition after an implantation time of 10 months and a number of 15 charging cycles. The ICD was opened. The battery was depleted, corresponding to the eri battery status, but not defective. The current consumption of the electronic module was verified and found to be outside of the specification. During the further analysis, a defective low-voltage capacitor was identified. The defective low-voltage capacitor resulted in an increased demand current of the electronic module, draining the battery. As a result, the eri status was reached prematurely. In summary, the eri status was confirmed. The root cause analysis showed that the battery depletion was caused by a defective component of the electronic module. Please note that this event is not correlated with the most recent safety alert dated july 24, 2006. Specifically the component has a capacity other than the capacitors from the safety alert and is supplied by a different MFR.

Event description:
Ous MDR. Premature eri. ICD was explanted.